Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that she receives an alarm. In troubleshooting blockage is found in the tubing. No further information was available.